Event description:
Customer received an erroneous tsh result on one pt sample received from another lab. The specimen was received in a 16x100 pour of tube and had at least 1 ml of sample in tube. The original result gave 0.066 ulu/ml. Same sample was repeated twice giving 1.97 and 1.99 ulu/ml. No erroneous results were reported, and pt was not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a cause, and could not duplicate the problem. He noted that he performed performance tests, in addition to performing mechanical and electrical inspection.